Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a cassette set. There was a pinhole in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A leak from a "pinhole" in the tubing was reported by the customer and is a known cause of a leak. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the leak was determined to be due to a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.